Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle cannula broke off . The following information was provided by the initial reporter : the consumer stated that the needle broke off in the injection site during injection. Date of event : unknown. Samples : discarded.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 1st related complaint for needle breaks off during use on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - owing to the batch being manufactured in 2014 and files are retained for 7 years no DHR review can be completed.